Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the initial implant procedure, there was a loss of capture noted on the right ventricular (rv) lead. Diagnostic imaging was performed, which revealed that the lead was dislodged, resulting in a cardiac perforation and pericardial effusion. A pericardiocentesis was performed to resolve the perforation and the rv lead was repositioned. The patient was stable following the procedure.